Manufacturer narrative:
(H3, h6): manufacturing representative(rep) went to the site to test the system. On 5th nov rep was not able to duplicate issue, however after reviewing both system generator logs, found a repeated error 139 / 140. Part order placed. On 8th nov, rep arrived on site with parts, replaced both dual starter board, booster board. Rep was able to take several different shot in total 3 2d shot, 3 3d shot with no error or issue. Performed system checkout, notified customer of device status, device returned to site. B01, c02, d02, codes applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000576r, product ID: bi71000230r. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the starter was returned to the manufacture for analysis. It was installed into a test system for several days. The system readied and booted. Several 2d and 3d images were performed and were successful. No errors were observed while testing. No problem found. No failure was found. Returned: (B)(6) 2024 the boaster board was returned for analysis. It was installed into a test system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d imaging was successful. No failure was found. Returned: (B)(6) 2024 the software team reviewed the case the was not a software issue per the system checkout both systems and generator logs, found a repeated error 139 <(>&<)> 140. Replaced both dual starter board and booster board. This was a hardware issue. Software functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that there were issues during surgery. Site noted that the system was intermittently not taking 2d shots. Site first tried with the hand switch and then switched to the footswitch. Site noted that the system was not displaying any error messages while it was failing to take shots. After the issue did not resolve, the site rebooted the image acquisition system(ias) and mobile viewing system(mvs) and switched back to the hand switch. Upon bootup, the mvs monitor remained black. Site rebooted the mvs and ias again and the mvs monitor displayed video as expected upon reboot. Site was successfully able to take a shot with the hand switch. The site then attempted to perform a lift and shift, but the system did not take one. Once again, no error messages were displayed. The site rebooted the mvs and ias and kept them off for five minutes. Upon bootup, lift and shift failed again and the surgeon abandoned use of navigation. System was removed from operating room. In troubleshooting site had the system in another room and had rebooted the system several times. The system would not clear initialization. Technical service had site reboot the ias and mvs independently before connecting them via umbilical cord. Did not resolve issue. Site unable to perform additional troubleshooting. This occurred intra operatively. No additional information was provided. Additional information received stating that system was working on that day.

Manufacturer narrative:
(H3, h6): no parts have been received by manufacturer for analysis. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, product ID: bi71000424. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information was added to a, b5, and additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was a delay of five to ten minutes due to the issue. There was no reported impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001 ,serial/lot #: - 4.2.1: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.